Event description:
It was reported that prior to surgery, it was observed that the attachment was "overheating." The reporter stated that there was no delay in a scheduled surgical procedure as an identical spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device, and the reported condition could not be duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information becomes available a supplemental medwatch will be sent.